Event description:
Government supplied genabio covid tests defective; 3 tests run from 3 different packages, no control reaction seen. Strong positive indicated in the test area, none in the control. Suggests manufacturing problem. Control reactivity not demonstrated - 3 different test kits - lot number us220911, expiration 3/07/2024. Reference report #mw5152280, #mw5152282.